Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 12 days after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, the patient presented bone type I, fenestration occurred during surgery and immediate implant and immediate load procedures were performed.